Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. It was confirmed that foreign matter was attached to the air/water cylinder and air/water channel, but the foreign matter could not be identified. It is unclear whether there was any deviation from the instruction manual in the reprocessing procedure for areas where foreign matter remained. No physical damage was observed where foreign matter remained. The detection method is described in the instruction manual gif-ez1500 operation manual chapter 3 preparation and inspection. Prevention measures are described in the instruction manual gif-ez1500 reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Event description:
A user facility returned the olympus asset, gastrointestinal videoscope, to the olympus service center. Upon inspection and testing of the returned device, it was observed that there was foreign material in the air/water tube. This report is being submitted for the reportable malfunction found during evaluation. There was no patient involvement.

Manufacturer narrative:
The device was evaluated as part of the asset return process it was found that the device had foreign material in the air/water tube, additional finding were: air/water cylinder had no color; suction cylinder had no color; due to burn on plastic distal end cover, insulation resistance value at distal end did not meet standard value; due to wear of angle wire, bending angle in up direction did not meet the standard value; and adhesive on bending section cover had a crack. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.